Event description:
Same case as MFR report#: 2134265-2010-03491. It was reported that during a stenting treatment procedure, a dissection occurred. Access was obtained via the right femoral artery. The 90-95% stenosed eccentric de novo lesion measuring 3.5mm in diameter and 30mm in length was located in a severely calcified and moderately tortuous mid right coronary artery (rca) that contained a bend of between 40 and 45 degrees. A 2.5x6mm cutting balloon was advanced to the mid lesion, but could not cross; therefore, the balloon was inflated in the proximal lesion to 15 atms for multiple inflations. A 2.5x8mm nc quantum apex balloon was used to predilate the lesion and inflated to 16 atms for 30 seconds followed by additional inflations. A 3.0x6mm cutting balloon was advanced to the lesion but ruptured on the first inflation. A 3.25x6mm cutting balloon was then inflated multiple times in the mid vessel and up to 15 atms in the proximal vessel. A 3.5x12mm nc quantum apex balloon was inflated multiple times in the mid and proximal vessel to complete the predilation. A 3.5x38mm taxus liberte' long stent was advanced to the lesion, but resistance was felt. The stent was deployed at 18 atms for 33 seconds; however, when the physician attempted to remove the stent delivery system (sds) resistance was felt. The inflation device was held under negative or neutral pressure for "a few seconds" before the physician attempted to remove the sds. The physician noted that the balloon was not fully deflated and attempted to remove the sds by pushing and rotating. While attempting to remove the sds, the device snapped in half at the shaft distal to the hypotube, leaving a portion of the device inside the patient. At this time the patient reported chest pain. A 4mm snare was used to remove the remaining portion of the device, but in the process the device came off the snare and lodged in the aorta. A 15mm snare was used to successfully remove the device from the patient. Repeat angiogram showed that the lesion required further treatment. A 3.5x15mm nc quantum apex was advanced to the lesion and inflated to 24 atms reducing the stenosis to 10-20%. Final angiographic result was adequate with a small distal dissection noted; however, no dye staining was observed and the patient was clinically stable so the physician elected to not treat the dissection. No further patient complications occurred. The patient was discharged (B)(6) post-procedure and status is listed as stable. Prior to the procedure the patient was taking plavix, continuation of the therapy was recommended by the physician.

Manufacturer narrative:
As a unit has not been returned, a technical analysis cannot be performed. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).